Event description:
It was reported that during an implant procedure, the physician attempted to implant the lead, and the helix mechanism failed. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant. (B)(4).